Manufacturer narrative:
With no device- or patient-identifying information, medtronic¿s complaint database could not be searched to identify any previously reported complaints that may have been included in this article. (B)(4).

Manufacturer narrative:
Death, occlusion, valve dislodgment and rupture are known potential adverse events for this device. As the devices either were not returned for evaluation or identified to determine if a device had previously been returned for analysis, a failure mechanism was not able to be determined.

Event description:
Medtronic received information via a literature review article regarding the use of new devices in congenital heart defect repair surgery of a procedural mortality rate of less than 0.2% associated with the implant of this family of transcatheter pulmonary valves. The article was based on a review of published literature and did not include details regarding the number or dates of device implants or deaths, or patient demographics. The article indicated that the main complication to avoid during the implantation is coronary compression or occlusion, which can be evaluated by a pre-implantation balloon inflation in the right ventricular outflow tract (rvot), and that other complications observed during implant are the dislodgement of the device when implanted in distensible and dilated rvots and the risk of homograft rupture.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.